Event description:
Nurse was changing the endcaps on the PICC and noticed that the hub was cracked. The PICC was removed and replaced. No patient injury or complication was indicated. The user catheter was lost in transit which shipping to navilyst medical.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and PICC assembly component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical march 2015 complaint report was reviewed for the bioflo PICC product family and failure mode of "hub broken/cracked. " no adverse trends were identified. Although the reported complaint description cannot be confirmed, as no sample was returned for evaluation, the most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector).

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and PICC assembly component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The catheter was returned with needleless connectors (not supplied by (B)(4)) attached to each of the female hubs. The female luer lock component of the adjacent to the molded parting line. Based on no manufacturing anomalies noted during the visual evaluation of the returned sample and the process controls in place to address this failure mode, the most likely root cause for the cracked female valve housing is due to over-tightened connections with a mating male luer (likely a needleless connector). The device sample, as received, had the needleless connectors tightened to the base of the female threads on the luer locks (no female luer threads visible), which is an indication of an over-tightened connection. ((B)(4)).